Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu alarming, was confirmed when the unit was evaluated by technical service. The outer jacket on the patient cable on the mpu was damaged ¿ bent and kinked. The patient cable was mechanically damaged ¿ crushed (stepped on or rolled over). The internal wires in the damaged area were examined and there were corrosion and wire breakage. There were no indications of electrical shorting between damaged wires. The mpu was repaired by replacing the patient cable assembly. The unit was functionally tested and returned to the customer. The mpu assembly (pn 108285) was made in jun 2019. The unit was packaged (pn 100159807) and placed into stock on (B)(6) 2019. The unit was sent to the customer on (B)(6) 2019 per sap sales order (B)(4). The unit was assigned to the patient on (B)(6)2019. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low voltage and no external power alarms while on the mobile power unit (mpu). The black power lead was not fully connecting or delivering power. The mpu was replaced.